Event description:
New information indicates that the patient presented for left ventricular (lv) lead revision due to loss of capture and a sudden rise in pacing impedance. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition with no adverse health consequences.

Event description:
It was reported that a review of a remote transmission showed an alert for greater than the upper limit impedance measurement on the left ventricular (lv) lead. Further assessment on the lead was discussed. No intervention and no patient symptoms were reported.